Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code a27: device ovalization (compression) was observed during follow-up CT scans. Device remains patent with no observed issues with device. Device remains implanted with no intervention requirement. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from a study: on (B)(6) 2023, a study patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the (B)(4) tambe pivotal study. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in overlapped fashion in the celiac artery. On (B)(6) 2024, cta imaging and x-ray were completed. Device ovalization (compression) of the proximal end of the celiac artery side branch component was noted. No wire fractures were identified. No intervention was reported.